Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate a recent treated episode from this subcutaneous implantable cardioverter defibrillator (s-ICD). The physician initially believed the arrhythmia to be a ventricular tachycardia (vt) but wanted to rule out a potential supra-ventricular tachycardia (svt). Ts provided potential programming options should the physician prefer this rhythm to not be treated. The physician considered the therapy to be appropriate as the patient felt unwell at the time of the event. However, although the end of the episode pointed towards vt, the beginning of the arrhythmia exhibited a notched qrs complex with a different waveform morphology. The physician is continuing with normal monitoring, and no further action is anticipated in this event. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.